Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient was undergoing a coronary fractional flow reserve (ffr) intervention. An unspecified ffr guide wire was positioned in the patient. At some point during the procedure, the 2.00mm x 12mm emerge balloon catheter was advanced over the wire. It was noted that the balloon got caught on the wire and "sheared" the balloon; however, it was reported that the device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.